Manufacturer narrative:
Device #1: proglide, part #12673-03, part #75013-6h will be filed under medwatch MFR #2953144-2009-00471. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: device #2 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, a cuff miss was experienced. A second proglide device was used with the same results. Hemostasis was achieve using manual compression. There were no adverse patient effects reported. Though requested, additional information was not provided.